Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was completed; no anomalies were noted. A search of the complaint database revealed that three additional complaints have been reported for the lot; two complaints for the same failure mode and one for a different failure mode (peeled sheath). The 2008 15-month pulmonary biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A radial jaw 3 single-use biopsy forceps was used in a bronchoscopy procedure in 2008. According to the complainant, "the pull wires became [detached] from the forceps catheter and they were exposed." The physician used a second radial jaw 3 single-use biopsy forceps to complete the procedure. At the conclusion of the procedure, the patient's condition was reported as "fine".